Manufacturer narrative:
The device was returned to the manufacturer and an investigation is anticipated. This report will be updated if the investigation requires.

Event description:
It was reported that the device gave an error message during an rf procedure. Trouble shooting was unsuccessful and back up equipment was not available. The procedure was cancelled. Medical intervention was not required and there were no adverse consequences reported as a result.